Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 10, 2012 and october 12, 2012. Evaluation summary: baxter received one unit for evaluation without the blue winged luer cap. Visual inspection showed no signs of physical abnormality. A functional leak test was performed and a blue winged luer cap was used. There was no evidence of leak observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a leak at the luer cap. The leak occurred during filling with an unknown solution. It is unknown if there was patient involvement at the time of the event. Additional information was requested and is not available.